Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that in the middle of the night, the customer was accidentally trying one of the silhouette sets and accidentally pulled it off. Customer had a sleeping pill and she has turned all her alarms from her sensors. Customer stated that her blood glucose was up to 690 mg/dl. Customer has taken a few shots and is not getting any insulin from the skin set. Customer stated that the tubing is not long enough. Customer mentioned that she had a broken wrist.